Manufacturer narrative:
During ge healthcare technician checkout. It was found that the the low battery alarms activated as they should have at 30, 20,10 etc minutes which appear to have been ignored until the vent completely went into in-operational. Found power cord loose and outer insulation pulled back at base of power cord. Replaced power cord to fix the reported issue. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 2/9/17 phone call, 2/15/17 phone call, and 2/16/17 phone call.

Event description:
The hospital reported that the vent shut down while on a patient. There was no reported patient injury.